Event description:
It was reported the programmer rf (radio-frequency) head had a telemetry failure. The rf head was returned for repair and test/calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, however the cable was replaced as a preventive measure. (B)(4).